Manufacturer narrative:
The event took place outside of united stated (in france) and was associated with a product that also cleared for the market within the united stated.

Event description:
The 74-year-old patient was revised on (B)(6) 2022 due to infection, approximately 125 days after the first surgery. The surgeon explanted 1 humeral cup, 1 stem, 1 glenosphere, 1 metaglene, 2 locking screws and 2 screws. The surgeon implanted 1 stem, 1 glenosphere, 2 screws, 2 locking screws, 1 metaglene, 1 cup.